Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. As a result the lem was replaced and calibrated. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) had a faulty signal. The programmer was returned for repair. There was no patient involvement indicated.